Manufacturer narrative:
Results: the lantern was ovalized approximately 133.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a distal ovalization. If the device is forcefully gripped or pinched during use, damage such as a distal ovalization may occur. This ovalization may have contributed to the resistance experienced while advancing the lantern into a parent catheter. During functional testing, the lantern was advanced through a demonstration catheter without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, the physician experienced resistance after advancing a lantern approximately 10 centimeters into the parent catheter. Therefore, the lantern was removed. The procedure was completed using a new microcatheter and the same parent catheter. There was no report of an adverse effect to the patient.